Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in and encountered error codes. A technical support specialist (tss) dialed into the device and identified an error on the med application stating: "cannot open database 'dsclientoltp' requested by the login." The tss logged into cfnadmin and found the database in suspect mode. Suspect mode recovery steps were performed, transitioning the database to emergency mode, followed by execution of the emergency repair query as per ka (how-to-recover / repair a corrupted dsclientoltp database). A backup was taken successfully. Logs were reviewed, confirming no retry errors. The station was then rebooted, after which the med application launched normally and functionality was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user rebooted the system successfully; however, after the reboot, they were unable to log in and encountered error codes. However, there were no delay to patient care and adverse events or injuries reported based on this incident.